Manufacturer narrative:
The investigation is in process. Multiple attempts have been made to obtain more information regarding this event. If additional information is received, a supplemental report will be submitted accordingly. When the investigation is complete, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had a hinge knee revision surgery scheduled for (B)(6) 2022. This surgery was postponed due to unknown reasons. It is unknown what complications the patient is experiencing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
On (B)(6) 2022, it was reported that a patient was scheduled for an eleos hinge knee revision to an eleos distal femur conversion. The revision surgery was postponed and subsequently cancelled. On (B)(6) 2022, it was communicated by the field representative that revision surgery was rescheduled on 12 september 2022, and MFR 3013450937-2022-00300 captures this event. As two initial mdrs were reported for this case, additional information and investigation will be provided through MFR 3013450937-2022-00300-001.

Event description:
It was reported that a patient had an eleos hinge knee revision surgery scheduled for (B)(6) 2022. This surgery was postponed and cancelled due to unknown reasons. It is unknown what complications the patient is experiencing. On (B)(6) 2022, it was communicated by the field representative that revision surgery was rescheduled on 12 september 2022, and MFR 3013450937-2022-00300 captures this event. As two initial mdrs were reported for this case, additional information and investigation will be provided through MFR 3013450937-2022-00300-001.